Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h6 investigation findings: c22 - photo review. Additional h3 investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows the unit package with product code vcp392zh, lot number sjbbwjt0. The picture shows a yellow label overlay on the box, not part of our process. Also, the qr barcode printed on the box is scanner readable and the last eight digits match the lot number. It was observed that the packaging and the samples observed in the images were in accordance with the specifications of the process and the products were manufactured by ethicon, the counterfeit product was not observed. As part of our quality process, manufacturing records were reviewed for this lot's serial number and manufacturing standards were met prior to the release of this lot. As part of ethicon's quality process, all devices are manufactured, inspected and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Related medwatch reports: 2210968-2023-07940, 2210968-2023-07941, 2210968-2023-09269.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The patient experienced a suspected infection. The surgeon checked the yellow label on the product with the iranian ministry of health website and this product was registered on the government website, but the surgeon's mobile phone could not recognize the qr code and barcode on the box printed by the manufacturer. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®, active ingredient(s) ¿ triclosan, dosage form ¿ suture/solid/parenteral, strength ¿ = 275 g/m. H6 component code: g07002 device not returned. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Related medwatch reports: 2210968-2023-07941.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: I doubt the originality of the threads we use, their qr codes cannot be confirmed with my iphone camera, their prices are cheaper than exwork prices in belgium. Qr the code on atikon products cannot be recognized by the phone's camera and does not lead to your website. By replacing your threads with threads from a turkish factory, no case of infection has been observed in new patients. My patient was a 40 yrs female, 58 kg, bmi 22.7, operation date was (B)(6) 2023. Her operation was revision rhinoplasty (for second time) for correcting her nasal alignment and shape, she has no risk factor for infection such as dm or immunodeficiency and¿ her first operation was done in another clinic by another surgeon. Her surgical approach was open. I used vicryl plus for septal closure (quilting suture). Tissue condition was good at the end of the surgery. After 1 month septal infection started just around the knot of vicryl just near the caudal part of the septum, I admit her for intravenous antibiotic therapy, one of the bacterial cultures of her abscess was positive for cocci which was resistant to all antibiotics¿ I reoperate her (5 weeks after the mainoperation) and removed all sutures and infected cartilages that I harvested from her rib at the main operation. The patient will need reoperation with rib harvesting (again) in next year. All operating room personel in my exclusive room are the same as before and I have 4 rhinoplasty set which are sterilized very well at the day before surgery. Our prophylactic antibiotic is as follows: 1gram keflin before surgery, 600mg clindamicin at the middle of the surgery and another 1 gram keflin at the end of the operation, I admit patient in the ward for about 4 hours after recovery and reinject 600 clinda and 1 g keflin again and discharge them with ciprofloxacin tab and cephalexin cap, our surgical time with rib harvesting is at the most 3 hours. We don¿t change our cleansing strategy because it is very intense, I search my surgical time table and everything that can be related to this event for several times. I think this thread (vicryl plus) is not the same product that I used before corrected information: h6 health effect - clinical code, h6, health effect - impact code.